Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. A review of the logs done, and no error were found. The instrument was compared to an in-house golden instrument and was found to have the grip ring dislodged at the proximal end. The set screw was not installed in the grip ring. The grip ring was not in its original position and could be manually moved up and down. The grip ring being dislodged affected the operation of the instrument jaws. The jaws would not open when attempted. The root cause of this failure is attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the vessel sealer extend could not be controlled. The instrument would close when not intended and wouldn't respond when engaged. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.